Manufacturer narrative:
Two devices were returned by the reporter and were evaluated in the firm's laboratories. Visual examination of the returned devices confirmed that they were both representative of current manufactured product in terms of construction. Air flow testing at rates between 10 and 90 l/min were then performed prior to and following a liquid water challenge on the returned devices and the results obtained were compared to a control device from our laboratory stores. The returned devices and the control device exhibited resistance to air flow similar to that typically expected for this model of device. Subjecting all three devices to a liquid water challenge did not result in water passing through the media (i.e. They passed a hydrophobicity test). After the liquid water challenge had been performed the devices were again subjected to air flow testing. The resistance to air flow results that were obtained for all three devices were within normal parameters, confirming that the hydrophobicity of the media had not been compromised. Furthermore a review of manufacturing records has confirmed that the involved lot number was manufactured and qc tested in accordance with documented procedures and met all criteria required for release. No reports of this nature were reported from other users to whom devices from the lot had been shipped. It should be noted that the user reported placing the devices at the machine end of the circuit. The bb25 filter is only indicated for use at patient end of the circuit. Incorrect use of the bb25 filter may, therefore, have been causal or contributory to the user's observations. Summary: testing of the returned devices could find no abnormalities in the device. The device was placed by the user in an unapproved location in the circuit. Such use of the device outside the instructions for use could be causal or contributory to the event. The cause of the reporter's observations was indeterminate. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that during a unusually long surgical procedure, the devices placed at the machine end of the circuit were causing high pressure alarms. Upon removal of both the inspiratory and expiratory devices, what was described by the biomedical engineers as ¿a cup full of water¿, flowed out of both devices. This water had gathered between the devices and the anaesthetic machine. The devices were not retained.